Event description:
It was reported that a small volume intermate leaked when the tubing came loose. This problem was found before use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the lot was manufactured from march 4, 2015-march 6, 2015. One unit was received for analysis. Upon receipt, fluid was observed inside the bag that contained the unit, which indicated leakage had occurred. The cause of the leakage was identified to be separated tubing at the solvent-bonded junction of the stressmember. Examination of the tubing revealed no trace of solvent. The cause of the separation was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.